Manufacturer narrative:
Manufacturing site evaluation: cassettes received: 1 open cassette. There are no previous complaints of this code batch. Thread in the cassette received breaks easily due to cassette being already opened and thread is degraded. Thread degrades by hydrolysis because of air humidity; therefore, it must be used within 4 months once opened. Date of cassette's opening must be written as it is indicated on instructions for use. Opening's date is not written in the cassette received, so we can not carry out a proper analysis. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventative actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread has snapped inside spool.